Event description:
(B)(4). Every since I had the essure put in I have I problems with my stomach. My periods has been all off. But the stomach pains are horrible, I have went to numerous doctors over the stomach pains. I finally had it taken out. When I would start my periods the stomach pains was terrible.